Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening during efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was advanced to the mitral valve however, during the clip deployment process the clip failed to establish final arm angle (efaa) continuously opening twice. The clip was removed and replaced with another clip. The second clip was successfully deployed and the procedure concluded with mr reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no indication of a lot-specific product issue. Based on the information reviewed and without a device to analyze, a cause for the reported unintended movement of the clip opening while establishing final arm angle could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.